Event description:
Patient reported a lap-band system was removed without replacement because the band had "eroded" into the pt's stomach and "the erosion had caused an infection." The event was first noticed after the pt had complained of lack of restriction.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned for analysis. Based upon the implant date provided by the reporter the connector type is either a rapidport ez stain relief or taper ii. Visual examination may determine the connector type associated with this report. Erosion and infection are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information regarding the serial number and catalog number has been requested. Device labeling addresses the possible outcome of erosion and infection as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases."